Manufacturer narrative:
H4: the device was manufactured from march 23, 2023 to march 31, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps were ¿not staying connected and falling off¿. This was observed during use of the devices for peritoneal dialysis therapy. At one point, tape was used to keep the caps connected. There was no report of patient injury or medical intervention associated with this event.